Event description:
Implant attempt - it was reported that the guidewire came apart while in lv lead. Guidewire could not be removed from lead. Entire lead/guidewire removed and replaced with new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.